Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws on the insturment not opening an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the sureform 45 curved-tip stapler instrument could no longer be opened on arm 1. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 45 curved tip instrument was analyzed, and the complaint was not confirmed by failure analysis. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was installed on the in-house system. The error message of ¿manual stapler release previously used on the device. Do not reuse¿ occurred, indicating the user used the manual unclamp feature of the stapler. This is an expected condition of the system software, and an rfid editor software was used to undo the forced expiration as a result of using the manual stapler release of the instrument. The instrument was installed again, and initialization passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The clamp and fire test passed. Staple formation on the test sheet was proper.